Event description:
It was reported that this patient recently experienced an episode of syncope and they fell down. They noted that they also experienced syncope before having a pacemaker system but since having the pacemaker system, they have had atrial fibrillation and irregular heart rates. The patient also noted that one of the leads is not working. The patient did not elaborate and did not have any additional information. Boston scientific technical services (ts) referred the patient to their physician. The patients following healthcare facility (hcf) was subsequently contacted and they were not aware of the patients reported symptoms or any lead issues. They indicated that the patient has not been seen in the office and the patient has disconnected their remote monitoring communicator so the hcf has not received any alerts or communication. The hcf recently contacted the patient to schedule an office visit to perform a pacemaker device check and the patient stated that they are looking for another cardiologist closer to home. The cause of the patients symptoms is unknown. The products remain in-service. No additional adverse patient effects were reported.